Event description:
The article, "transcatheter aortic valve replacement in patients =80 and <80 years of age with aortic valve stenosis at moderate surgical risk: findings from an observational study in the vietnamese population", was reviewed. The article presented a retrospective, single center study on the outcomes of transcatheter aortic valve replacement (tavr) on the basis of age group (<80 or =80 years) among vietnamese patients with severe aortic valve stenosis at intermediate surgical risk. Devices included in the study were evolut r/pro, portico, and sapien 3. The article concluded that tavr in patients with aortic stenosis at intermediate surgical risk has similar clinical outcomes at 30 days and 1 year, according to varc-2 criteria, with no statistically significant age-associated differences (=80 vs. <80 years). However, further studies with larger patient populations are needed to better understand the effects of age on tavi outcomes in patients with similar characteristics. [The primary author was khoa quoc nguyen, department of cardiology, 30th april hospital, ho chi minh city, vietnam. The corresponding author was cong duc nguyen, department of geriatrics, pham ngoc thach university of medicine, 02 duong quang trung street, district 10, ho chi minh city, vietnam, with corresponding e-mail: cong1608@gmail.com] the time frame of the study was from march 2017 to december 2022. A total of 90 patients were included in the study, of which 2 received an abbott device. The average age of the patients in the younger than 80 years group was 66.6 years. The average age of the patients in the older than 80 years group was 84.1 years. The overall majority gender was male. Comorbidities included hypertension, hyperlipidemia, chronic heart failure, diabetes mellitus, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, cerebral vascular disease, chronic atrial fibrillation, chronic pulmonary disease, chronic kidney disease, chronic kidney dialysis, permanent pacemaker, aortic stenosis, aortic regurgitation, bicuspid aortic valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "transcatheter aortic valve replacement in patients =80 and <80 years of age with aortic valve stenosis at moderate surgical risk: findings from an observational study in the vietnamese population".

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, chronic heart failure, diabetes mellitus, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, cerebral vascular disease, chronic atrial fibrillation, chronic pulmonary disease, chronic kidney disease, chronic kidney dialysis, permanent pacemaker, aortic stenosis, aortic regurgitation, and bicuspid aortic valve. Some of the complications reported were surgical intervention (valve-in-valve), stroke, bleeding, heart block, malposition of the device, and paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on available information and due to the limited information available from the article, the cause of the reported event was unable to be determined. B3: date of event was estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: transcatheter aortic valve replacement in patients =80 and <80 years of age with aortic valve stenosis at moderate surgical risk: findings from an observational study in the vietnamese population.

Event description:
The article, "transcatheter aortic valve replacement in patients =80 and <80 years of age with aortic valve stenosis at moderate surgical risk: findings from an observational study in the vietnamese population", was reviewed. The article presented a retrospective, single center study on the outcomes of transcatheter aortic valve replacement (tavr) on the basis of age group (<80 or =80 years) among vietnamese patients with severe aortic valve stenosis at intermediate surgical risk. Devices included in the study were evolut r/pro, portico, and sapien 3. The article concluded that tavr in patients with aortic stenosis at intermediate surgical risk has similar clinical outcomes at 30 days and 1 year, according to varc-2 criteria, with no statistically significant age-associated differences (=80 vs. <80 years). However, further studies with larger patient populations are needed to better understand the effects of age on tavi outcomes in patients with similar characteristics. [The primary author was khoa quoc nguyen, department of cardiology, 30th april hospital, ho chi minh city, vietnam. The corresponding author was cong duc nguyen, department of geriatrics, pham ngoc thach university of medicine, 02 duong quang trung street, district 10, ho chi minh city, vietnam, with corresponding e-mail: cong1608@gmail.com] the time frame of the study was from march 2017 to december 2022. A total of 90 patients were included in the study, of which 2 received an abbott device. The average age of the patients in the younger than 80 years group was 66.6 years. The average age of the patients in the older than 80 years group was 84.1 years. The overall majority gender was male. Comorbidities included hypertension, hyperlipidemia, chronic heart failure, diabetes mellitus, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, cerebral vascular disease, chronic atrial fibrillation, chronic pulmonary disease, chronic kidney disease, chronic kidney dialysis, permanent pacemaker, aortic stenosis, aortic regurgitation, bicuspid aortic valve.